Event description:
It was reported that a spectrum pump under-infused. The customer stated that the pump was set to infused 250 ml of saline at 500 ml/hour from a 1000 ml bag. The pump stated that it had delivered 247 ml but the bag was still full and the tubing was kinked above the pump. Any patient injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.